Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the nozzle has foreign objects, which had been attributed to insufficient cleaning, due to clogging of nozzle, water removal ability does not meet the standard value, up/down knob has a scratch, forceps elevator knob has a scratch, forceps elevator lever has a scratch, adhesive around objective lens is peeled, adhesive around light guide lens is peeled, plastic distal end cover has a scratch, connecting tube has a wrinkle, connecting tube has a scratch, adhesive on bending section cover has a chip, adhesive on bending section cover has a chip, adhesive around light guide lens is peeled, scope connector cover unit has a scratch, suction connector has a scratch, universal cord has a scratch, grip has a scratch, scope cover has a scratch, switch box has a scratch, right/left knob has a scratch, control unit has discoloration, control unit has a scratch, DHR review of the subject device confirmed that the device was shipped in accordance with specifications. The foreign material could not be identified. The cause of the foreign material remained in the device could not be specified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an angulation malfunction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects, which had been attributed to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. It is unknown what the foreign material is. It is unknown if there was a delay in the start of precleaning. It is unknown if the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the device was immersed in detergent solution. It is unknown if the air/water nozzle was wiped/ brushed with clean lint- free clothes, brushes, or sponges. It is unknown if the air/water nozzle was flushed with detergent solution. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.